Event description:
It was reported that during a routine ICD change-out, externalized conductors were observed during the procedure. Lead functionality was normal. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.